Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a weeping and raw skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician and nurse advised the patient to remove the lifevest until the sores have healed. Follow up indicated that the skin irritation has improved.